Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation, the faradrive steerable sheath was selected for use. It has been mentioned that prior to post mapping with the octaray, the physician noticed that the sheath valve was leaking blood in pulse like fashion. No patient complications occurred. The procedure was completed using original device. The product is not expected to return as disposed. It was further reported that fluid was leaking from the proximal end of the handle through the valve. No air was seen in the sheath. Versacross connect for faradrive and the farawave catheter were the only devices that had been inserted prior to the leak being observed. Blood was slow dripping, pulsing out with each heartbeat. A pressure bag was used for irrigation.